Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their reservoir sets. It was reported that the connection has been loose between certain sets and reservoirs and has caused air bubbles and a strong smell of insulin in the reservoir compartment. The customer's blood glucose level was reported to be 124.2mg/dl. It was reported that the customer would be sent out replacements. It was reported that the customer was advised to call back if issues persist.